Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the one-link non-dehp microbore catheter extension set leaked. During infusion with unspecified ¿maintenance¿ fluids, the device leaked. The disconnection was observed at the bonded area at the "blue cap" and the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.